Manufacturer narrative:
(B)(4). Date sent: 11/4/2024. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: can a timeline of events be provided? The day the product was used was on (B)(6) 2024 and the day the sales rep heard the issue was 10/18/2024. Can more information about the suture device that was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was it a purse string device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Does the surgeon believe that the ethicon device caused or contributed to the bleeding? Yes. Can clarification on the size of the cdh device be provided since the device reported was a cdh25p but the blue cartridge is used for a 29p? Cdh25p was reported. For the chd25p only: what were the indications for surgery? Dst reconstruction was performed in a robotic rectal (rs) case. What surgical procedure was performed? Dst reconstruction was performed in a robotic rectal (rs) case. Did the patient receive any preoperative chemotherapy or radiation? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were there any issues experienced with the device in the initial surgical procedure? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. What healthcare professional fired the device and what is his/her experience with the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were there any issues with device use/firing? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. What confirmation was received that the device completed the firing sequence? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was the green checkmark visible at the end of the firing? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. How many counter-clockwise revolutions of the adjusting knob were used to open the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was there any difficulty removing the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was a complete transection of the white breakaway washer visually confirmed? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were the donuts inspected? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If so, please describe. Were there any issues noted with staple formation? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon believe the post-operative complications were related to an alleged deficiency of the device. What was the total estimated blood loss (ml)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was a transfusion required? No. How was the bleeding addressed? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. What was the pre and postoperative anti-coagulant and pain management protocol? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was the bleeding intraluminal or extraluminal? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. What is the current patient status? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during robot-assisted low anterior resection, double stapling technique was done on sigmoid colon. There was bleeding down that night. Hemostasis was achieved by applying glue all around the anastomosis with colon fiberscope. The cartridge color was blue. The patient has not been discharged from the hospital at present but is progressing well. Dr. Said that it was not the anastomosis device, but the suture device he used for the first time in a rectal case. There were no adverse consequences to the patient. No further information is available.